Manufacturer narrative:
Reporting institution phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker error, the presence of sound is unknown currently. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Event description:
The customer reported a speaker malfunction error. Additional information received from the customer confirming that the device audible alarm was "sporadic". The speaker was found to be defective and replaced to resolve the reported issue. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.